Event description:
It was reported that last week the patient¿s stimulation was turned off and they had to turn stimulation back on. It was noted the patient noticed a return of essential tremor. The reporter stated they interrogated the patient¿s implantable neurostimulator (ins) on the day of this report, but they had ¿exit out¿ and re-interrogated the ins, but all of the data was deleted. It was noted the patient¿s healthcare professional (hcp) recalled seeing that therapy was on less than 1% on the patient¿s last visit on (B)(6) 2013. Impedance measurements were reviewed and were normal. Additional information received reported the patient¿s hcp had done an impedance test. The cause of the issue was unknown and no interventions were taken or planned. It was further noted the patient was receiving effective therapy and the patient was scheduled to see their hcp on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v129475, implanted: (B)(6) 2009, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).